Event description:
The pt was implanted with a contour post-op adjustable prothesis on 12/14/95. Subsequently, it was noted that the pt had developed an infection in her right breast. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.